Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she was getting ready for bed and her blood glucose was 567 mg/dl. Customer's blood glucose was 300 mg/dl at the time of the incident. Customer's current blood glucose was 517 mg/dl. Customer had symptoms related to her high blood glucose such as a little bit of abdominal pain. Customer stated that she treated with a syringe and gave a bolus through the pump of 19.8 units. Customer found that she had a bent cannula. Customer was advised that it may have contributed to her high blood glucose. Customer was advised to do a complete set change. Customer was also receiving no delivery alarms. Customer stated that she has tried 3 different sites.